Manufacturer narrative:
Date received by manufacturer used for date of event. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 11jul2018. The review was performed from the date of manufacture to the present date (B)(6) 2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Correction: device manufacture date additional information: annex g: g02017 annex d: d01 correction to remove the following codes in section h6 reported in error in the initial MDR: annex g: g07001, g0405203, g02001.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.